Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a discrepancy between the sensor glucose reading and the blood glucose reading. Blood glucose reading was 290 mg/dl. The threshold suspend feature occurred twice in the middle of the night. Troubleshooting was performed. The sensor glucose was catching up with the blood glucose rapidly. The issue appeared to have been some lag time between the sensor glucose and the blood glucose. Further troubleshooting was declined and the customer stated she will call back if additional issues occur.